Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2020, the pacemaker was implanted in a patient with high atrioventricular block. Reportedly, on (B)(6) 2020, intermittent loss of ventricular capture was observed. From on (B)(6) 2020, the patient had a high fever with the body temperature more than 39 degrees. The hospital suspected that the patient was infected due to the pacemaker implantation. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Event description:
On (B)(6) 2020, the pacemaker was implanted in a patient with high atrioventricular block. Reportedly, on (B)(6) 2020, intermittent loss of ventricular capture was observed. From (B)(6) 2020 to (B)(6) 2020, the patient had a high fever with the body temperature more than 39 degrees. The hospital suspected that the patient was infected due to the pacemaker implantation. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.